Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evprop2329us (lot: 0010831877); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 23 mm non-medtronic balloon. During the initial deployment, the valve appeared to be too shallow. The valve was recaptured to attempt a deeper implant. Upon the second deployment, the valve did not appear to expand as well as the first deployment. The valve was recaptured and withdrawn. An infold was reported. A new valve and delivery catheter system (dcs) were used to complete the procedure. Per the physician, calcium on the non-coronary cusp (ncc) may have contributed to the infold. Of note, one node was noted to be overlapped during loading. The target implant depth was 2-3 mm. Annulus perimeter was 79.6 mm. No adverse patient effects were reported.